Event description:
Customer reported via phone call, he experienced low blood glucose of 48 mg/dl, treated with glucose tablets. Customer declined performing troubleshooting. The device is not returning for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.